Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was observed that the entire lead was returned. The helix and electrode tip of the lead were normal and were without any sign of damage or defect. Analysis was unable to confirm the field observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Surgical intervention was done, and the lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported.